Event description:
Information received by medtronic indicated that insulin pump was beeping. Fatal error was present on screen. Customer reported that in order to clear alarm they took the battery out and water was came out on battery area. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned the pump for alleged moisture exposure and an unidentified fatal pump error alarm found on (B)(6) 2022. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and the self test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the downloaded history file (main error log) shows on (B)(6) 2022 there were three (3) consecutive critical error handling alarms (pump error alarms) that occurred. At 11:12 a pump error (line number 19208 file number 49) alarm and then two (2) pump error 63 (line number 707 file number 2006) alarms were triggered that caused the critical pump error (open book image) alarm. This is a hardware issue with lcd. The first two faults occurred in ui_controller.c when h_hwtest_lcd() returned hal result fail. The third fault occurred in h_dvclcd.c when h_dvclcd_reinit() called h_hwtest_lcd(), which returned hal result fail. The pump was cut open to perform a visual inspection. Moisture damage was found on the inside of the battery tube and on the electronic assembly (pcba 1 and pcba 2). The force sensor zero offset is within specification (22.0 mv). Critical pump error (open book image) alarm and pump error alarms are due to moisture damage on the electronics. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Critical pump error (open book image) alarm and pump error alarms are confirmed due to moisture damage on the electronics. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act